Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) approximately seven months earlier. When the device was checked before replacement, the battery was completely depleted. The patient experienced heart rates at 25 beats per minute intermittently along with intermittent and non capture at times due to the battery being so low. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.